Event description:
It was reported that the patient fell and that her lead moved. The patient indicated that she only felt stimulation in her legs, not in her back. The patient had revision surgery and was doing "well" with no issues. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
(B)(4). Lead model neu_unknown_lead serial# unk implanted: unk explanted: unk.